Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device history record has been reviewed for the reported serial number. The serial number as reported by the customer (B)(6) was manufactured after the medical event date. Sensor kit manufacturing date is 16-feb-24 and the medical event date is 5-feb-24. It is not possible that the reported serial number could have been processed to a finished kit and shipped to a customer. This search invalidates the serial number listed in the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. If the correct product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A " scan again in 10 minutes" error message for 2 hours or more was reported with the use of the adc device, and subsequently, the customer was unable to obtain readings. As a result, customer experienced symptoms of sweating and was unable to self-treat due to their symptoms, and had a .loss of consciousness. The customer had contact with a healthcare professional who administered biscuits and glucose sachet orally for treatment for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. Additionally, an unspecified lab glucose test. However it is unknown if these values were taken at the time of the medical event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A " scan again in 10 minutes" error message for 2 hours or more was reported with the use of the adc device, and subsequently, the customer was unable to obtain readings. As a result, customer experienced symptoms of sweating and was unable to self-treat due to their symptoms, and had a loss of consciousness. The customer had contact with a healthcare professional who administered biscuits and glucose sachet orally for treatment for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. Additionally, an unspecified lab glucose test. However it is unknown if these values were taken at the time of the medical event.